Event description:
Patient reported electronic error happening 4 times in the past 48 hours on the infusion device. Patient stated has changed the batteries each time and infusion device works for a short period of time then error shows again. On (B)(6) 2013, preliminary evaluation showed e7002 in history; vibrator defect. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. Consumables n/a.